Manufacturer narrative:
During the onsite investigation, the monitor was replaced. Root cause was identified as a faulty monitor. (B)(4).

Event description:
Customer reports monitor does not show an image. No patient harm reported and no additional information was provided.